Event description:
It was reported during a three level cypher case the screw splayed after the rod was inserted and helical flange placed. The surgeon believes he damaged the screw with the rod while trying to seat the screw. The damaged screw was explanted and replaced with the same size screw. No adverse effects were reported as a result of this event.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There are no adverse effects reported as a result of this event, however the device malfunction is subject to the two year rule.